Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the keypad and occlusion sensor were damaged b2071562. The event occurred during testing. There was unknown delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the broken downstream occlusion sensor is a result of mishandling of the device. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.